Event description:
A peritoneal dialysis (pd) patient's spouse reported that during pd treatment there was an air detected in cassette warning in drain 1 of 5. The spouse canceled the treatment and when the cassette was removed there was fluid on the pump heads and on the external part of the cassette. The patient's spouse was advised to let the pd nurse know about the event and to let the cycler sit and dry before using again. There was no reported harm during the call. Additional information was requested but no additional information was received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during pd treatment there was an air detected in cassette warning in drain 1 of 5. The spouse canceled the treatment and when the cassette was removed there was fluid on the pump heads and on the external part of the cassette. The patient's spouse was advised to let the pd nurse know about the event and to let the cycler sit and dry before using again. There was no reported harm during the call. Additional information was requested but no additional information was received.